Manufacturer narrative:
(B)(4). This lot was manufactured december 9, 2014 to december 10, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection revealed clear fluid inside the plastic bag that contained the device; however, the picture did not show objective evidence as to where the liquid came from. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leak from the "upper/outer cap into the bag and casing". There was no patient involvement. No additional information is available.